Event description:
It was reported that the device reached eri six months post implant. After two interrogations, an eol notification was displayed. No therapy had been delivered since implant. The patient worked with engines containing magnets. No magnet reversions were logged in the device memory. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received initial analysis found that the device had a low battery voltage of less than end of life (eol). The battery voltage continued to decline during analysis in house. After the device was cut open, the battery current was measured and found to be normal and it remained normal during further testing. The cause of the depletion could not be determined since it stopped during analysis and no loading mechanism was detected that could have accounted for the rate of depletion.